Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated they have been reaching out to their urologist about having the device removed from their back because they are having issues with the pain level. Patient stated it is too much pain for them and they can't deal with it anymore. Agent asked when the pain started and patient stated it has been going on for a couple months now. Patient mentioned they fell on their back about 3-4 months ago. Patient confirmed stimulation is on and it is bothering them. Agent offered to walk patient through turning stimulation off or down but patient declined stating they just want it removed because it is a lot of pain in that area. The caller stated that the pain is at the device site. The caller stated that the hcp stated that they didn't want to remove it due to it helping with the patients symptom control. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pss offered to send physician listings to the caller but they declined.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were supposed to have surgery for device removal on (B)(6) 2025, but it was canceled. Patient is uncertain why the surgery was canceled given that they are still having "complications" from the ins. Agent suggested patient contact hcp to inquire about surgery cancelation. When asked, patient said they have never tried to make an adjustment to their settings or turn therapy off since the onset of the pain. Patient indicated they thought they felt stimulation more at their back than their bicycle seat area. Agent suggested patient turn therapy off to see if it affects pain while trying to communicate with hcp's office. Agent walked patient through successful connection to ins and therapy was turned off.